Event description:
It was reported that during a peripheral stenting treatment procedure, partial stent deployment occurred. The physician was attempting to treat the head of the pancreas. A non-bsc guide wire was advanced through an unspecified ptcd catheter. An epic vas 10x80x75 stent was advanced along the wire; however, the device got "stuck" approximately 50cm from the proximal end of the guide wire. Force was applied in an attempt to advance the device; however, the stent partially deployed. The procedure was completed with the same non-bsc guidewire and another epic vas 10x80x75 stent. There were no patient complications reported and the patient's status is good. This device is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a peripheral stenting treatment procedure partial stent deployment occurred. The physician was attempting to treat the head of the pancreas. A non-bsc guide wire was advanced through an unspecified ptcd catheter. An epic vas 10x80x75 stent was advanced along the wire; however, the device got "stuck" approximately 50cm from the proximal end of the guide wire. Force was applied in an attempt to advance the device; however the stent partially deployed. The procedure was completed with the same non-bsc guidewire and another epic vas 10x80x75 stent. There were no patient complications reported and the patient's status is good. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found contrast present in the tip. The safety lock was present. Magnified inspection revealed the distal end of the stent was partially deployed and the distal end of the shaft was flared. A 0.035" guide wire was tracked through the device without any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).